Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the lead dropped after the pocket was closed. Physician re vised the ra lead with excellent numbers. The ra lead dropped again after physician closed the pocket for a second time. The ra lead was explanted. No patient complications have been reported as a result of this event.